Manufacturer narrative:
Investigation conclusion: the investigation found that an in-house guidewire was unable to advance through the returned microcatheter during functional testing. Further investigation found delamination and exposed braid at the hub join, which would have contributed to the reported resistance. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the delamination and exposed braid, but these conditions are consistent with insufficient fusing of the catheter lumen during manufacturing. The catheter condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
It was reported that the wire would not go through catheter and had to open new catheter. The device was received for evaluation, the investigation findings found delamination and exposed lumen braid at the hub joint of the microcatheter. Therefore, the complaint is being reported.